Event description:
It was reported that the patient was defibrillated several times after being found unresponsive by the emergency medical technician's. The permanent pacemaker was checked following the defibrillation and it was noted that there was an dramatic increase in ventricular capture thresholds and no atrial capture. The right ventricular lead and the right atrial lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.